Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03949. It was reported that the stent did not fully expand. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. After a 6f sheath was inserted via ipsilateral retrograde approach, a non bsc guidewire crossed the lesion. Pre-dilation was performed with a 4mm balloon catheter. A 9x60mm epic stent was then advanced to treat the lesion. However, the stent did not expand fully. Post dilation was performed with a 6.0mmx40mmx135cm (4f) sterling balloon catheter, but upon the 1st inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The ruptured balloon was completely removed from the patient's body. Subsequently, a 7mm sterling mr balloon catheter was used to post-dilate the stent and the blood flow was recovered and the procedure was completed. No patient complications were reported and the patient's status was good.